Manufacturer narrative:
A thorough investigation was to be performed to determine the root cause of the reported failure; however, a failure analysis for the suspect part was not able to be performed as it was not returned. The system has returned to service with no similar issues reported.

Event description:
It was reported the epiq 7c ultrasound system was not available during a critical procedure. The system froze with an error code during an unspecified open-heart surgery and was unable to be used. There was no patient or user harm associated with this event. The procedure was able to be completed. No further information was available. Philips remote engineer reviewed the system logs and verified an error code associated with the vector physio board. The engineer ordered a replacement physio board and physio board extender to be shipped directly to the customer to repair the system. The parts were not saved for further investigation. Philips has started an investigation, and upon completion, a follow up report will be submitted.